Event description:
The customer reports observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Tnih kit lot 091 was in use at the time of the observation. An initial elevated tnih result of 39.71 ng/l (just above applicable reference threshold of 36.99 ng/l) was obtained. This result was questioned by the physician. The patient was kept under observation in the emergency room and a second sample was drawn and tested. The second sample produced a low result (<2.50 ng/l), which was accepted as correct. Both samples from this patient were re-tested following centrifugation. The initial elevated result was not reproduced, as repeat tests for both samples produced results <2.50 ng/l. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. No issues were identified with assay calibration or quality control (qc) results. The advia centaur high-sensitivity troponin I (tnih) instructions for use (IFU) states the following, under limitations: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
MDR 1219913-2023-00280 was initially submitted on 2023-11-03. A customer from outside the united states reported observation of an elevated advia centaur high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Quality control (qc) results were within expected ranges at the time of testing. A precision test performed using another sample showed good reproducibility. Siemens performed service work on the affected system later the same day for signal errors. Maintenance and adjustment actions were performed on the acid, base, and luminometer subsystems. On the basis of the available information, siemens cannot rule out an instrument issue or a pre-analytical issue affecting the sample as potential root causes for the irreproducible elevated result, but the cause cannot be definitively identified. The customer is operational, and no product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.